Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after feeling vibratory patient notification alert, device was found to be in back-up vvi mode. Device download was performed successfully.